Manufacturer narrative:
An internal corrective action has been created to address the root cause of this late report. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, as part of a clinical study, underwent breast augmentation revision with a 340cc mentor memorygel breast implant on the right breast, and suffered right breast implant rupture, post-operatively. The rupture was diagnosed via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On february 1, 2024, mentor received additional information indicating that the patient had undergone breast implant removal surgery on an unspecified date.

Manufacturer narrative:
On april 29, 2024, mentor received additional information indicating that the patient underwent breast implant removal surgery on (B)(6) 2022. The patient also experienced menopause signs and unspecified symptoms and also underwent breast implant removal of the left breast implant. Lastly, the report of right breast implant has been made inactive in the study. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On april 17, 2023, mentor received additional information indicating that the breast side of the capsular contracture was actually not known. In addition, the patient went to cincinnati for an unspecified surgery. No details were provided and it is unclear whether this surgery was for the rupture and the capsular contracture. A supplemental report will be submitted when clarifying information is provided.

Manufacturer narrative:
On september 13, 2024, mentor received additional information indicating that the capsular contracture that the patient experienced was actually on the right breast. In addition, mentor also became aware that the correct date of event was on february 26, 2018.

Manufacturer narrative:
On (B)(6) 2023, mentor received additional information indicating tha the patient also suffered left breast capsular contracture (baker grade ii), post-operatively.